Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Occlusion, pseudoaneurysm and surgical procedure are listed in the electronic perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. The starclose se referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying starclose se and perclose proglide that may be related to the following: a groin complication defined as the formation of a groin hematoma, retroperitoneal hematoma, femoral artery pseudoaneurysm, or the need for surgical repair. Specific patient information is documented as unknown. Details are listed in the attached article, titled groin complications in endovascular mechanical thrombectomy for acute ischemic stroke: a 10-year single center experience."(jun 2016)